Event description:
The following has been reported to hamilton medical ag on 23 may 2024 according to the reporter, on 16 may 2024 in denver health; 777 delaware st denver, co 80204, a hamilton mr1 (sn (B)(6)) under software 2.2.10, stopped ventilating because the device was brought too close to the MRI scanner. Technical fault 446029 was disaplyed and an alarm was triggered. According to the preliminary analysis performed, the root cause associated to this malfunction could be related to: - user ignored teslaspy - lack of training accordingly, the following correction may be considered: - remove device from the MRI. - perform all calibrations and tests according to the service manual. As per available information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g4, g6, h2, h4, h11.

Event description:
The following has been reported to hamilton medical ag on 23 may 2024. According to the reporter, on 16 may 2024 in denver health; 777 delaware st denver, co 80204, a hamilton mr1 (sn 2681) under software 2.2.10, stopped ventilating because the device was brought too close to the MRI scanner. Technical fault 446029 was disaplyed and an alarm was triggered. According to the preliminary analysis performed, the root cause associated to this malfunction could be related to: user ignored teslaspy. Lack of training. Accordingly, the following correction may be considered: remove device from the MRI. Perform all calibrations and tests according to the service manual. As per avaialble information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.   Follow-up 2 - additional information: device was brought too close to the magnet and alarmed with "fan failure" and the teslaspy alarmed with red led. The red led shows when the device is too close to an MRI device. This is also mentioned in our IFU. The technical fault was a consequence of the device being to close to an MRI device. According to the customer, the device was not ventilating at the point of the malfunction. The malfunction was caused by a use error and there is no device relation.

Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024 according to the reporter, on (B)(6) 2024 in denver health; (B)(6). A hamilton mr1 sn (B)(6) under software 2.2.10, stopped ventilating because the device was brought too close to the MRI scanner. Technical fault 446029 was disaplyed and an alarm was triggered. According to the preliminary analysis performed, the root cause associated to this malfunction could be related to: - user ignored teslaspy. - lack of training. Accordingly, the following correction may be considered: - remove device from the MRI - perform all calibrations and tests according to the service manual. As per avaialble information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.